Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
Additional information received on 3/13/2024 provides new patient symptoms as follows: patient is experiencing mental health issues, and spasms and cramping.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. On (B)(6) 2017: report was delayed due to an esg issue. Tickets (B)(4) were opened on (B)(6) 2017 and not resolved until (B)(6) 2017.

Event description:
According to the available information patient was unable to void urine properly as soon as she came out of recovery. Pain developed in pelvic, hips and left leg. A sharp stabbing pain whenever the bowel or bladder was full. A strong ache developed within 6 months around patients coccyx which has stopped her from sitting comfortably on any chair. Patient has been living on pain relief every day ever since the mesh was implanted. Doctors say it's just life and patient will have to put up with it, putting her on nerve blockers and saying to keep taking nurofen three times everyday with either panadol or panadiene. Patient soon developed fibroids in her uterus that started growing rapidly (patient always had one 2cm fibroid that had never changed) all of a sudden patient had 5 and one was growing extremely quickly. Patient's uterus became the size of a 5 month pregnancy, in (B)(6) 2016 patient had to have a hysterectomy. In (B)(6) 2016 patient developed emergency appendicitis, patient believes this was from an agitation of the mesh.